Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been in the hospital for site infection, and she has been using the insulin pump for a few months. The caller stated that the customer was giving an antibiotic cream to apply to the site. The caller mentioned that the customer began to use the insulin pump again, and then she had no delivery alarms during bolus. No further information was provided.